Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort (described as tightness) at the left occipital lead site. Surgical intervention is pending to address the issue.